Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a 6 mm, 23-inch infusion set, with no leaks observed and no pump alarms or interruptions to insulin delivery; the user confirmed elevated glucose by fingerstick, performed an infusion set change with guidance, and glucose began to decrease thereafter. Symptoms included hyperglycemia without ketone testing, without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included prolonged elevated glucose outside target for about four hours without hospitalization or external medical intervention. Investigation included troubleshooting and education regarding infusion set replacement and device status review. Investigation of this case revealed no device alarms, no confirmed infusion set leak, and an unclear cause of the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.